Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Customer's blood glucose level was 30 mg/dl. Customer addressed low blood glucose by consuming candy without requiring third-party assistance. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.